Event description:
Reporter noted metal particles in eye during phaco. Changed tip and experienced more particles. Feel particles were from handpiece, not tip. Particles remained imbedded in iris and corneal incision.